Event description:
Additional information received identified the patient is taking valid readings listed under the manufacturer's patient care network database.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving inaccurate sensor readings. As a result, the patient underwent an echocardiogram on (B)(6) 2018, to have their sensor recalibrated by 23.5 mmhg.